Event description:
The laser system had a failure that didn't allow to use it. No adverse effects to patient/operator were reported.

Manufacturer narrative:
Device not working due to a component failure (probably chiller). We are unaware about operator/patient injury.